Manufacturer narrative:
The rep reported that the lock is broken, the bottom is very hard to operate. It does not click down easily or release easily. The patient was not injuried, they just can not operate the button easily because its so hard to lock and unlock. The actual device has not been evaluated, other devices that have been evaluated and the root cause of the complaint is a damaged component. The device's lock button failed during manufacturer testing. Confirmed to be the same malfunction found in 9616086-2023-00007. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
The rep reported that the lock is broken, the bottom is very hard to operate. It does not click down easily or release easily. The patient was not injuried, they just can not operate the button easily because its so hard to lock and unlock.